Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure. There was no adverse consequences reported.